Manufacturer narrative:
A review of the aquabeam robotic system's log file showed no malfunctions. The procedure was completed without any delay. A review of the device history record (DHR) for lot number 19c00525 confirmed that the system met all required specifications when released for distribution. A review for similar complaints was performed on lot number 19c00525, which confirmed that there were no other similar events reported on this lot. The aquabeam robotic system's instructions for use (IFU), ifu310301, was reviewed and "bleeding" is listed as a potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this event. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation procedure. Patient received blood transfusion due to bleeding which was improved on post-op day 1 and fully stopped on post-op day 4. No further sequalae was reported.